Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set leaked from an unspecified location. This occurred during use for peritoneal dialysis therapy. The patient was connected at the time of the event. During follow up, the patient stated that the leak was located underneath the front door of the amia cycler where the hinges were located, however, it was unknown where the source of the fluid was from. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.